Event description:
The user facility stated that "movement of the wire during cardiac cycles perforated the distal end of the small side branch" during a pci procedure in the distal right coronary artery. Communication with the user facility confirmed that: the attending physician successfully treated the perforation; the original procedure was abandoned and will be scheduled for a later time; and the pt went home later that same day.

Manufacturer narrative:
(Other) - involved device has not been returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility. Results and conclusion - is based upon user facility information. Based upon the available information, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." As of this time, attempts top obtain additional information have been unsuccessful. A follow up MDR will be submitted if additional information becomes available. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up.